Event description:
During a total knee replacement (tkr) the plastic tibial trial insert broke in half. Both pieces were removed from surgical site. An x-ray was obtained, no evidence of any foreign body was noted. There was no harm to the patient. The remainder of the surgical procedure was concluded uneventfully.